Event description:
After user of the device for a cardiopulmonary bypass procedure, the user reported the air sensor module did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.